Manufacturer narrative:
This medwatch report is for the coaguchek s system used. (B)(4).

Event description:
Caller states the patient tested 8.0 inr on the coaguchek s system and 3.2 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.